Event description:
The patient contacted animas on (B)(6) 2013 reporting that when she changed her cartridge two times, she found insulin in the cartridge compartment. The patient stated the insulin is coming out of the cartridge and not the tubing. The patient stated that the healthcare professional has the patient on a loaner pump and wants the pump replaced. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No evidence of insulin observed in cartridge compartment. Unable to verify or duplicate reported issue. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.